Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep). It was reported that the manufacturer representative felt like they were seeing the high impedances more frequently in the or. It was confirmed by the rep that they had been reporting these events which they stated they were seeing. Caller reported having a case last week but stated these cases previously have longer span of time between them. No symptoms reported. No further complications reported.